Event description:
One pt sample with discrepant sodium results. Initial result gave 126.5 mmol; repeated next day gave 135.8 mmol/l. Initial result was reported. No adverse events reported in association with the incorrect result. The field service rep determined root cause to be no reference solution flow through the reference electrode, and replaced ise tubing, checked and cleaned v70 waste valve. Performance tests were performed and within spec.